Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the ac power cord plug was melted. The device was plugged into an ac power outlet in the nursing unit. After an unspecified length of time, a burning smell" was noted. At this time, smoke was noted at the male end of the ac power cord. The maintenance department was notified. The ac power was turned off to the wall outlet. It was reported the ac power cord male plug was cut off of the ac power cord. The customer contact indicated that there was black soot on the metal wall outlet cover. The outside housing of the male plug on the ac power cord plug was melted near where the blades had entered the plug. It was reported that the 2 blades had melted and remained in the wall outlet. There were no reported adverse effects to the healthcare professionals. No medical interventions were required. Though requested, no additional info was provided.